Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr0315 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via (B)(4) post ¿patient experienced ¿loss of consciousness¿ during sherlock PICC insertion. Additional information received from healthcare professional ¿my colleague and I tried to insert a PICC in a patient with a liver abscess requiring long term antibiotics using the sherlock 3cg. Patient is in sinus rhythm, has no cardiac history. Patient had a left side port inserted 2004 for chemo that had been removed on 2005. PICC could not go into right arm due to axillar lymph node dissection. PICC went into the left arm, basilic vein, and passed into the svc as per sherlock ECG guidance. Nil resistance felt when PICC advanced. Passed smoothly into the svc. As soon as the p-wave elevating (nil deflection or biphasic reading seen yet) patient said they felt sick, turning bright red, began sweating and reporting "seeing stars". PICC was pulled back until roughly in upper svc. Patient still reported feeling unwell, nauseous, hot and remained red. Within seconds, patient then lost consciousness for about 10-20 seconds, PICC was taken out and then pretty much as soon as the PICC was removed patient sat straight up in bed and was confused, had to be orientated. Patient remained red, reported feeling terrible, hot and sweaty and complained of "shooting back pain", which was different to their usual back pain they gets (patient has chronic back pain). Blood pressure was checked when patient became alert and orientated. It was high initially 200 systolic, (patient normally 130 systolic), then dropped to about 170 systolic about 5 minutes later. Patients pulse remained normal (80-90 bpm). Resp rate 15/min. The rate and rhythm of the ECG tracing on the sherlock remained unchanged, even during the patient's unconscious event. Rapid response team say we may have stimulated the vagus nerve, that the scar tissue from old port site may have changed the cardiac structure which may also contributing factor to the stimulation of the vagus nerve.¿